Event description:
It was reported that this right atrial (ra) lead's right atrial autothreshold (raat) test was suspended. It was noted that there were no measurements for four days in a row. Technical services (ts) reviewed the reports and could not find a reason why the raat test was suspended as there were no latitude reports for several months. The lead was subsequently explanted due to infection. No adverse patient effects were reported.